Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports his stim intensity is changing on its own, starting last week. Caller states he will set the stimulation at a level that he wants but then the next time he checks it, it has changed. Caller states then if he is trying to turn it back upto the level he originally had it on he will get settings not available (59). Caller confirmed he does not have adaptive stim enabled.